Event description:
It was reported that during a tonsillectomy with adenoidectomy procedure, the wand kept losing its cauterization power for a few seconds at a time and then would begin to work again. The procedure was successfully completed without significant delay using another method of cautery. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Additional information in b5.

Event description:
It was reported that during surgery, the wand kept losing its cauterization power for a few seconds at a time and then it would begin to work again. Another wand was opened but the same issue happened. The procedure was successfully completed with an unknown delay using another method of cauterization. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A relationship, if any, between the subject device and the reported event could not be determined. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found do not contact metal objects such as a mouth gag while activating the plasma wand. It may damage the wand tip, the wand shaft insulation, or cause malfunction, or injury may result. Damaged insulation could lead to unwanted electrical conduction resulting in patient burns. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.